Manufacturer narrative:
It was reported that a patient underwent placement of a trapease vena cava filter. The information provided indicated that the filter subsequently malfunctioned and caused complex filter removal, deep vein thrombosis (dvt), caval thrombosis and embedment. The patient reported becoming aware of filter embedded in wall of the ivc, blood clots, clotting and/or occlusion of the inferior vena cava (ivc), approximately seven years post implant when the filter was removed percutaneously. According to the medical records the patient had a history or pulmonary emboli and bilateral deep vein thrombosis. The filter was placed via the right femoral vein and deployed at the superior edge of the l3 vertebral body. The product was not returned for analysis. A review of the device history record revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The trapease ivc filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pe where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pe where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Following implant, the predominant concern for embedding with in the wall of the ivc is the development of endothelialization, the healing of the inner surfaces of vessels or grafts by endothelial cells. This is the normal process whereby the body heals and recovers from invasive procedures. Endothelialization has been shown to lead to explant problems after as short a period as 12 days. The trapease vena cava filter is intended for permanent placement. Blood clots, clotting and occlusion of the device or the vasculature do not represent a device malfunction. Rather, patient and pharmacological factors may have contributed to these events. With the limited information provided and without procedural films or images for review the reported event(s) could not be confirmed or further clarified. There is nothing to suggest that the reported event is related to the design and/or manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
Additional information received per the medical records indicate that the patient has a history of multiple pulmonary emboli and bilateral deep venous thrombosis. The filter was deployed via the patient's right femoral vein. An 18-gauge cook needle was used to access the right femoral vein. Inadvertently the right femoral artery was accessed. Pressure was held and no hematoma occurred. Next, the vein was accessed using a j-wire and a modified seldinger technique. A venogram showed the inferior vena cava (ivc) to be clear of any thrombus. The filter was placed at the superior edge of the l3 vertebral body. Additional information received per the patient profile form (ppf) states that the patient experienced filter embedded in wall of the ivc, blood clots, clotting and/or occlusion of the ivc. The patient became aware of the reported events approximately seven years after the index procedure and the filter was removed percutaneously.

Manufacturer narrative:
It was reported that a patient underwent placement of a trapease vena cava filter. The information provided indicated that the filter subsequently malfunctioned and caused complex filter removal, deep vein thrombosis (dvt), caval thrombosis and embedment. The indication for the filter implant, procedural details and medical history of the patient has not been provided and there is currently no additional information available for review. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The trapease ivc filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pe where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pe where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Following implant, the predominant concern for embedding with in the wall of the ivc is the development of endothelialization, the healing of the inner surfaces of vessels or grafts by endothelial cells. This is the normal process whereby the body heals and recovers from invasive procedures. Endothelialization has been shown to lead to explant problems after as short a period as 12 days. The trapease vena cava filter is intended for permanent placement. Blood clots and clotting do not represent a device malfunction. Rather, patient and pharmacological factors may have contributed to these events. Ivc filters are not indicated for use in the prevention of deep vein thrombosis. With the limited information provided the report of dvt could not be confirmed or further clarified, nor a relationship between the event and the device established. There is nothing to suggest that the reported event is related to the design and/or manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported by the legal brief, a patient underwent placement of a trapease vena cava filter. The filter subsequently malfunctioned and caused injury and damage to the patient, including, but not limited to complex filter removal, deep vein thrombosis (dvt), caval thrombosis and embedment. Removal procedure details have not been provided. As a direct and proximate result, the patient suffered life-threatening injuries and damages and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will suffer significant medical expenses, pain and suffering and other damages.